Event description:
Medtronic rep reported that the polestar integration system has a camera initialization error. The camera is cycling in the polestar application. No pt involved.

Manufacturer narrative:
Pt info not applicable as no pt was involved. Medtronic navigation is in process of investigating cause of event. A more definitive conclusion will be provided upon completion of investigation.